Event description:
Surgeon was performing a posterior decompression of foramen magnum with c1 laminectomy and duraplasty and was trying to utilize duragen dural regeneration matrix and it separated at the point of contact. Dates of use: (B)(6) 2010. Diagnosis or reason for use: dural repair. Event abated after use stopped or dose reduced? Yes.